Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a can am relion insulin syringe. The customer reports, "needle breaking off of the syringe just before he penetrated his skin for injection. It did not break off in his skin, but just as the needle touched his skin."